Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a systolic alarm perhaps was not reported. The customer stated they were not in front of the monitoring station when they saw the patient's path become flat without the control panel signaling the alarm. The patient was still treated in time. The issue is not associated with a death, serious injury, product design, or labeling deficiency.